Event description:
Rn (registered nurse) comes into room and notices that the midazolam bag was empty. The bag was clamped immediately. Rn verified rate and dose of 2 mg/hr. With sedation infusion (fentanyl) appeared to be running at programmed rate. Rn disconnected midazolam bag, spiked ns (normal saline) bag and programmed the same channel and tubing to restart. Rn noticed immediately that the drip rate was significantly faster that the ordered rate of 2 ml/hr. The rn disconnected the tubing from patient. The brain and all associated channels were isolated with tubing still intact. The fentanyl infusion was changed over to a new brain and channel.